Manufacturer narrative:
(B)(4). No injury alleged. Malfunction alleged. MDR not filed. Canadian not filed.

Event description:
Joystick will not return to center and indicator lights are slowly fading away.